Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in the priming process. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer reported that they were stuck in the rewind. The customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer stated that were still stuck in the loop. The customer was advised to revert to the back-up plan as per the healthcare professionals¿ instructions. The device will be returned for analysis.